Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed on two (2) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.